Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. There was no specific alleged deficiency. The investigation is inconclusive. Based upon the available information, the definitive root cause is unknown. Labeling review: as no specific deficiency or filter type was provided, labeling review cannot be performed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was successfully deployed for potential risk of dvt/pe and other blood clotting complications. The patient was diagnosed with a severe form of coronary artery disease which resulted in blood clotting issues in his arteries. The patient was treated at multiple medical facilities for arterial blood clotting complications and was prescribed multiple anticoagulation medications to regulate blood clotting. Because the patient was essentially unable to manage his condition with medications alone, a vena cava filter was deployed. At some time post filter deployment; (dates for filter deployment and the events reported were not provided) reportedly, the patient experienced physical complications from the filter and admitted to a hospital. Sometime post hospital admittance, (the time frame from hospital admittance/discharge to the patient returning to the ed was not provided) the patient expired in route to the emergency department. Allegedly, the vena cava filter was a contributing factor in the patient expiring. No additional medical or patient information was provided leading up to or surrounding the events described.